Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that the issue happened about 10 days ago. Customer changed the battery and the issue seemed to be resolved. Customer was doing a set change today and now he is unable to prime the pump even after changing the batteries. Customer stated that the insulin was squirting out during the manual prime process. Customer reported that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.